Event description:
It was reported that pt expired approximately after a implant duration of 0.63 month, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.